Manufacturer narrative:
H10 at this time no conclusions can be made. The patient's attorney alleges medical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. H11 - this supplemental emdr has been submitted to correct the lot expiration date (d.4) the following fields have also been updated: g1, g2, g4, g7, h2, h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6)2006 the patient was diagnosed with pelvic relaxation and underwent a laparotomy, abd sacrocolpopexy with implant of a bard/davol "marlex" flat mesh and a culdolplasty. Per the operative report details, "two trapezoid shaped pieces of marlex mesh (davol flat) were attached together to form a y, and the y was then placed at th top of the vagina. The anterior and posterior leaves were secured with interrupted sutures of ethibond using several rows back to front." The mesh was then secured to the sacrum." About 10 years later (B)(6)2016 the patient was diagnosed with stage iii rectocele, large enterocele and underwent a posterior colporrhaphy with perineorrhaphy and an enterocele repair. Note: there was no mention of any visualization or involvement of the bard/davol flat mesh in the operative report details provided.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges medical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2006 the patient was diagnosed with pelvic relaxation and underwent a laparotomy, abd sacrocolpopexy with implant of a bard/davol "marlex" flat mesh and a culdoplasty. Per the operative report details, "two trapezoid shaped pieces of marlex mesh (davol flat) were attached together to form a y, and the y was then placed at th top of the vagina. The anterior and posterior leaves were secured with interrupted sutures of ethibond using several rows back to front." The mesh was then secured to the sacrum." About 10 years later (B)(6) 2016 the patient was diagnosed with stage iii rectocele, large enterocele and underwent a posterior colporrhaphy with perineorrhaphy and an enterocele repair. Note: there was no mention of any visualization or involvement of the bard/davol flat mesh in the operative report details provided.